Event description:
A peritoneal dialysis registered nurse [pd)rn] reported to fresenius peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain. A white blood cell (wbc) count was obtained and tested in the hospital on (B)(6) 2025 presented with 4789/mm3 with 88% polymorphonuclear cells. An effluent fluid culture was not reported. The patient was diagnosed with peritonitis due to a pleuroperitoneal leak attributed to a pd catheter (not a fresenius product) complication. It was explained that the patient¿s pd catheter was scheduled for removal prior to hospitalization; however, the patient¿s catheter was removed due to the infection on (B)(6) 2025 during this admission. The patient was transitioned to hemodialysis (hd) for renal replacement therapy for the duration of the admission. The patient was prescribed a one-time dose of intravenous (IV) vancomycin at 750 mg once and IV cefepime at 500 mg daily to address the infection. The patient was awaiting discharge to home at the time of follow-up. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on in-center basis upon discharge. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".